Manufacturer narrative:
A review of tickets found no other complaints for lot 55411uq07, and no trends were identified for the issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the clin chem co2 reagent, lot 55411uq07.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no further patient information provided by the customer.

Event description:
The customer reported falsely elevated co2 results for 7 patients generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid (B)(6) = 29 / 32 / 33; sid (B)(6) = 23 / 36meq/l (normal range 22-29meq/l). On (B)(6) 2020 additional results provided: sid (B)(6) = 33 /22; sid (B)(6) = 30 /25; sid (B)(6) = 33 / 22; sid (B)(6) = 33 /25; and sid (B)(6) = 33 / 22. There was no reported impact to patient management.